Manufacturer narrative:
An event of valve migration after deployment was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a navitor 25mm valve was selected from an implant on (B)(6) 2022. The implant depth was 4mm and there was sufficient calcium to allow anchoring of the device. A spontaneous migration of aortic valve supra-annual position after final deployment was reported. A valve in valve procedure was performed with a new 25mm navitor valve. Post implant, there was a 12mmhg of gradient was noted and a post-dilatation performed. It was also reported that on (B)(6) 2022, the patient developed atrial flutter and was treated with amiodarone and restarted regular metoprolol. On (B)(6) 2022 medication adjustment was made to apixaban. The patient was reported to be in stable condition.